Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. Patient had a hemi-arthroplasty; therefore, a subform for a glenoid component is not necessary. The initial report should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately eight (8) years post-implantation due to dislocation. During the revision, the patient received a new bf glenoid and bf humeral head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk biomet humeral head; lot# unknown. Item# 00430008200; lot# 61075407. Item# 00430205223; lot# 61523709. Item# 00430103401; lot# 61514171. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.